Event description:
Further follow-up was provided indicating that the lead failure was a high impedance that had previously occurred. The product information was provided as well. X-rays were provided for the manufacturer for review. The review of the x-rays did not provide a definitive cause for the reported high impedance. No known surgical intervention has occurred to date.

Event description:
A lead issue was reported on a vns patient system. X-rays were taken but have not been received to date for review. Attempts to get more information were unsuccessful to date.